Manufacturer narrative:
The suspect device was returned for evaluation. A visual examination of the returned sample observed that the silicone rubber of the syringe was damaged. Functional test conducted on the returned sample found that fluid leaked through the silicone rubber on the plunger due to damage on the rubber. The device history record was reviewed, and no exception documents were found. A search of the complaint database was performed and no similar complaints for this lot number were found.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow-up will be submitted when the evaluation is complete.

Event description:
The account alleges that liquid (saline solution and blood) leaked from the rubber gasket of the spare suction syringe. A new syringe from the same lot was opened and used instead without issue. No patient injury.